Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found the leak came from the active wash station assembly. Fse replaced active wash station assembly to resolve the issue. Fse performed carryover test to ensure instrument integrity. (B)(4).

Event description:
The customer reported a contained leak at the closed tube aliquotter (cta) wash station on their unicel dxc 600i synchron access clinical system. The operator wore gloves, eye protection and a lab coat while operating the instrument. There no injury and no exposure reported. There were no erroneous results generated.